Manufacturer narrative:
The software analysis determine that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system was showing the error "unplugging the power cord from the outlet may result in immediate shut down". The site cleared the error and proceeded the procedure without any other issues. The error did not reappear and they completed the case. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the software engineers they stated that based on the information provided, this appears to be a hardware issue with the system¿s power supply components.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system was showing the error "unplugging the power cord from the outlet may result in immediate shut down". The site cleared the error and proceeded the procedure without any other issues. The error did not reappear and they completed the case. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed no parts were replaced and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system was showing the error "unplugging the power cord from the outlet may result in immediate shut down". The site cleared the error and proceeded the procedure without any other issues. The error did not reappear and they completed the case. There was no delay to the procedure. No impact on patient outcome.